Manufacturer narrative:
The device was explanted following the patient's death and given to the patient's family. The local area sales representatives were contacted for additional information, no additional information was available. The following physician was also contacted; however, no additional information was available.

Event description:
Boston scientific crm received information that the patient implanted with this device passed away. There were no product performance allegations reported at the time of death. Recently, the patient's spouse reported that at the time of death, they were told that the device malfunctioned.